Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during a pre-use check a smiths medical cadd medication cassette was leaking. No adverse effects were reported.

Manufacturer narrative:
Additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: one cassette was returned for investigation. A visual inspection found a medication information label on the cassette. During functional testing, a syringe was used to infuse water into the bag. A leak was detected in the bag specifically located in top corner near pump tube connection. The reported failure was confirmed. A review of the manufacturing process for the sample, was conducted. The most probable root cause is that during leak test operation, the cassette that failed the leak test was not properly segregated. A quality alert was created to notify production personnel regarding cassette proper segregation during leak test, to avoid failed cassettes been mixed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: one cassette was returned for investigation. A visual inspection found a medication information label on the cassette. During functional testing, a syringe was used to infuse water into the bag. A leak was detected in the bag specifically located in top corner near pump tube connection. The reported failure was confirmed. A review of the manufacturing process for the sample, was conducted. The most probable root cause is that during leak test operation, the cassette that failed the leak test was not properly segregated. A quality alert was created to notify production personnel regarding cassette proper segregation during leak test, to avoid failed cassettes been mixed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).